Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported the customer tried to remove the instrument on the arm 4 and it was not free to remove, after the procedure completion. The tse confirmed instrument was not grasping any tissue. Tse suggested to remove the instrument along with the cannula from patient with port clutch button enabled. The customer did it successfully from the patient. Later, instrument was removed from the arm and was identified with physical damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown which instrument got stuck on arm 4. The port incision was not increased and there was no fragment that fell inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found that the primary failure of broken main tube was related to the customer reported complaint. The instrument was found to have a broken main tube at the distal tip. Small particles were found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.